Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels up to 400 (mg/dl) with small ketones. The customer changed out the infusion set site, delivered a bolus via the pump however the customer's bg level continued to rise. The contact stated the customer began using manual injections for insulin therapy on (B)(6) 2017. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider. Reportedly, the customer resumed insulin delivery via the pump on the day of the report.